Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the polyfoil pouch, arteriotomy locator, hemostasis sheath, carrier tube and header bag. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath shaft appears to have been cut from the sheath hub. The carrier tube and sheath hub are connected. The anchor is visible on the distal end of the sheath hub. The collagen is stuck in the sheath hub. The bypass tube is present in the carrier tube. The latches on the carrier tube appear to be deformed. One 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample appears to be used and contains the anchor. Therefore, the complaint can be confirmed for a device pullout. The exact root cause cannot be determined. The likely cause is there was an obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to local data protection. A2: age or date of birth: requested, not provided due to local data protection. A3a: sex: requested, not provided due to local data protection . A4: weight: requested, not provided due to local data protection . A5: ethnicity: requested, not provided due to local data protection . A6: race: requested, not provided due to local data protection. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the whole angio-seal device came out. There was minimal blood loss. They closed with manual pressure and there was no harm to the patient.